Manufacturer narrative:
Concomitant: product ID 37751, serial# (B)(4), product type recharger. Product ID 37714, serial# (B)(4), product type implantable neurostimulator. (B)(4): analysis of the desktop charger (serial # (B)(4)) found a loose connector pin.

Event description:
The patient reported that their recharger was not charging and the recharger screen was blank. The recharger had not gotten wet. The recharger did not work and the patient's implantable neurostimulator (ins) was dead. The desktop charger had a loose connector pin. The patient was unable to walk without their therapy. They were sent a replacement recharger and desktop charger. The patient was indicated for post lumbar laminectomy syndrome and non-malignant pain.